Event description:
Reporter indicated that a handheld computer's screen was freezing after interrogation and while attempting to change the time and date. Resets were not able to resolve the issue. The handheld and flashcard were returned and an analysis was performed. The handheld and flashcard performed according to all specifications. No anomalies were identified with the devices that could have contributed to the reported complaints.